Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 47-53 mg/dl were recorded by continuous glucose monitor (cgm) from 12:45:20 pm to 12:50:19 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 11.64 units was observed on (B)(6) 2019. A tubing fill of size 11.64 units was observed on (B)(6) 2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure. Correction- h3

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 47 mg/dl; cause was unknown. Food was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.